Manufacturer narrative:
B2, b3: estimated date. D4: as the event was reported through a research article, no lot number was provided. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. The patient effects listed are consistent with the product risk profile and are therefore expected. The treatment of appears to be related to procedure circumstances and is consistent with the product risk profile and is therefore expected. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature title : transfemoral aortic valve implantation new criteria to predict vascular complications.

Manufacturer narrative:
Date of event: date is estimated. Date of event: date of death is estimated. As the event was reported through a research article, no lot number was provided. The adverse events and malfunctions listed in the article are filed under a separate medwatch report. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature title : transfemoral aortic valve implantation new criteria to predict vascular complications.

Event description:
It was reported through a research article identifying prostar xl closure devices that may be related to the following: death due to vessel rupture and hemorrhagic shock. The cause of the vessel rupture was not reported. Specific patient information is documented as unknown. Details are listed in the attached article, titled; transfemoral aortic valve implantation".